Event description:
The customer reported that following a diagnostic catheterization procedure in 2001 a vasoseal es was deployed and hemostasis was achieved. The patient complained of pain in the right hip, but no hematoma was noted. The patient was kept in the hospital overnight and discharged the following day with no pain. Four days later the patient presented at the emergency room complaining of leg pain. An angiogram revealed a non-occlusive thrombus in the right femoral artery. The patient was taken to surgery and a right femoral thrombectomy was performed. No further complications were reported. A specimen slide of the thrombus was compared to vasoseal collagen. The pathologist's findings were inconclusive as to whether or not the specimen contained vasoseal collagen. However, the pathologist did note that the vasoseal collagen slide revealed mature collagen while the thrombus slide revealed immature collagen.